Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the pump was exposed to moisture. The customer's blood glucose reading was 165 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due the keypad flex connector not connected to the connector at the printed circuit board assembly 1 properly. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements due to no button response. Pump passed the leak test. No moisture damage was found on the keypad assembly, electronic assembly, motor, or force sensor during our visual inspection. The insulin pump had scratched case, keypad overlay texture damage, pillowing keypad overlay and minor scratched lcd window.